Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hyperglycemia. The customer also reported difference between sensor glucose and blood glucose values and unexpected insulin delivery suspension on sensor glucose value. The customer was treated with manual injection. The event involved product(s) mmt-7040ma, mmt-332a, mmt-1884, mmt-397a. Troubleshooting was performed for high blood glucose. Blood glucose value at the time of event was 198 mg/dl. Troubleshooting was performed for sensor glucose versus blood glucose and it was confirmed that the insulin delivery was suspended based on the sensor glucose value and suspended below the low limit setting value in the pump. The blood and sensor glucose values at the time of event was 198.00 mg/dl and 67.00 mg/dl, respectively and the difference in value was 131.00 mg/dl, which was outside target range. Explained sensor may have no longer been responding to glucose changes. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the sensor. Mmt-7040ma was requested and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-397a.